Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a clear plastic bag, provided with the return was an open pouch from the lot number provided in the report. The label matches the product returned. The provided photo shows the distal end of the device with the detached portion of the needle beside it. Our laboratory evaluation of the product said to be involved confirmed the report. When tested as returned the remaining portion of the needle knife advanced to 4.0mm, then retracted fully. The distal portion of the remaining needle knife exhibits signs of use (blackening of the needle knife). According to the product drawing, the needle is specified to extend 4mm +/- 2mm from the catheter with the stopper block set flush at the 7th mark on the handle stem. With the stopper block set to the 7th mark the remaining segment of the needle knife was not long enough to exit the catheter. The detached portion was included in the return. Blackening was noted on the proximal end of the segment and the weld at the tip remains intact. The detached portion measures 6.0mm. All segments of the needle knife appear to be present. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation of the returned device confirmed the needle detached from the device. The additional information received indicated that the user held the needle knife stationary. Needle knife breakage near the distal end can occur if the product experiences limited movement of the needle knife during electrocautery application. The instructions for use warns: "it is essential to move the cutting wire while applying current. Maintaining the cutting wire in one position may cause excessive focal coagulation, charring of tissue and/or damage to the cutting wire." This is the most likely cause of needle knife breakage. Needle knife breakage near the distal end can also occur if the device is used with excessive cautery settings or if the needle makes contact with the distal end of the endoscope during a cautery application. The instructions for use direct the user: "before using this device, follow the recommendations provided by the electrosurgical unit manufacturer to ensure patient safety through the proper placement and utilization of the patient return electrode. Ensure a proper path from the patient return electrode to the electrosurgical unit is maintained throughout the procedure." The instructions for use caution the user: "when applying current, ensure the cutting wire is completely out of the endoscope. Contact of the cutting wire with the endoscope may cause grounding, which can result in patient injury, operator injury, a broken cutting wire, and/or damage to the endoscope." Prior to distribution, all huibregtse triple lumen needle knives are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments: based on the information provided that the user held the needle knife stationary, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) procedure, the physician used a cook huibregtse triple lumen needle knife. It was reported that when the physician used the device to cut the papilla the first time, he found that the needle was broken, he used forceps to grab the broken needle and changed to another one [of the same device] to finished the procedure. According to the initial reporter, a section of the device did not remain inside the patient¿s body. It was reported that the needle broke and the physician used forceps to grab the broken needle. No further information was provided by the initial reporter, and it was stated that the patient did not require any additional procedures and the patient did not experience any adverse effects due to this occurrence.